Manufacturer narrative:
H6: method 86: a work order search was performed for the lens. Results-100 (other): visual inspection of the returned product showed that one lens haptic along with the lens optic was torn off and missing. There was surgical residue/debris on the product. A lens work order search was performed and one similar complaint was found within the work order search. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon implanted a 23.0 diopter, cq2015 3-piece collamer lens. The plunger overrode the lens causing the trailing haptic to tear upon insertion into the eye. The lens was removed in pieces without enlarging the incision. No pt injury. The trailing haptic tear was caused by the plunger overriding the lens.